Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant procedure, post-op chest x-ray in the recovery room found atrial lead appeared to have moved. Loss of sensing and capture were also noted. The atrial lead was repositioned. The following day, both atrial and ventricular leads exhibited failure to capture at max output. No p-waves were sensed and r-waves were low. Chest x-ray revealed macro-dislodgement of both leads. The patient was brought back to the lab and the pocket was reopened. Upon inspection, insulation breach with exposed conductor was observed on the ventricular lead. The lead was explanted and replaced. The atrial lead was then repositioned. Chest x-ray was performed in the recovery area revealing malposition of the atrial lead. No p-wave sensing and no consistent atrial capture was observed. The device was reprogrammed. The patient was in stable condition and will be followed in-clinic.

Manufacturer narrative:
Final analysis was normal. The damage found was sustained during procedure. The lead was otherwise normal.